Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump's date intermittently became inaccurate. The customer¿s blood glucose (bg) level was between 50 and 300 mg/dl. To treat the low bg, the customer consumed glucose pills. The customer reverted to an alternate method for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.